Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost therapy and was unable to communicate with external devices. Troubleshooting was unable to solve the issue. As a result patient underwent surgical intervention wherein the ipg was explanted and replaced with a new ipg. Reportedly effective therapy was restored.